Event description:
It was reported that due to paresthesia, removal of implant #37 and treatment with vitamins. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number cmp (B)(4) a4: patient weight unknown / not provided d4: additional device information unknown / not provided g4: premarket identification k011028/k013227 h4: device manufacturer date unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb13, (impl tapered scr-v sbm 4. 7mm 4.5mm 13mm) for evaluation. Visual evaluation was performed, the implant has signs of use, apparent bone / tissue attached to external threads. The implant was identified as reported however, no apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. DHR review was completed for the subject lot number 1225186. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. ¿complaint history review was performed for the reported lot number 1225186 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other and dental : medical : nerve damage. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.